Event description:
Pt reported that back to back tests performed on pt's surestep meter within 10 min. Of each other using separate finger sticks were 397 and 216 mg/dl (59% difference). Pt had a "bad headache yeasterday". Control solution test results were 139 and 121; however, pt could not recall if results were in range. Reviewed meter coding and cleaning, use of control solution and test strip storage. There was no allegation of harm.